Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for daughter's via phone call that they had low blood glucose. Customer's daughter blood glucose level was 173 mg/dl. Customer reported insulin pump does not seem to be working like it normally does like giving notifications that it gave insulin. Customer reported that patient is at school and tested blood glucose was 173 mg/dl so she entered her 43 carbs. The insulin pump did not beep to indicate it gave her the insulin. Customer reported that it also did not beep to tell her that she had a high blood glucose. Customer reported that the time was also incorrect on the pump. Customer reported that then she dropped to 52 mg/dl since she took the insulin too early since it was not yet lunch time. Pump time is of by 2 hours. The insulin pump will not be returned for analysis.